Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had high threshold, decreased/low sensing, and high/undefined pacing impedance. After a new pace sense lead was implanted, ventricular fibrillation was induced and the rv coil impedance was noted to be high/undefined. A new high voltage lead was also implanted. No patient complications have been reported as a result of this event.